Event description:
It was reported that "during the procedure according to IFU, the md found the guide wire to be faulty. So the md opend up the new kit to finish the procedure. "

Manufacturer narrative:
(B)(4) the report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in multiple locations towards the distal end. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.